Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. Philips field service engineer (fse) confirmed the intermittent touch screen failure. The fse replaced the touchscreen and the unit passed testing. The unit was ready to be returned to use.

Event description:
The customer reported that the touchscreen was unresponsive in lower left corner. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
The customer complaint of ¿touchscreen unresponsive in lower left corner¿ was confirmed. The touchscreen was returned to philips for testing and it was determined that the touchscreen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.